Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither x-ray nor CT scan examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. Detailed analysis found no anomalies in battery. Additional analysis was performed but yielded no results.

Event description:
It was reported that this insertable cardiac monitor (icm) reached recommended replacement time (rrt) battery status earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the icm device had reached rrt after less than one year implanted. Boston scientific engineering provided the icm battery appears to have depleted in a steady and rapid fashion. Subsequently the icm was successfully explanted. No other devices were implanted. The device has been returned to boston scientific, and analysis has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the icm device had reached rrt after less than a year implanted. Boston scientific engineering provided the icm device battery appears to have depleted in a steady and rapid fashion. The cause to the battery depletion is unknown at this time. Subsequently an explant procedure was scheduled and the icm device was successfully explanted. The device has been returned to boston scientific for analysis. No adverse patient effects were reported.